Manufacturer narrative:
Device evaluated by manufacturer: p select ous mr 20 x 3.50 mm stent delivery system was returned for analysis, the following attributes were examined: stent profile: an examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal and mid stent regions of the stent were noted to be lifted and pulled. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. Functional test: device loaded and tracked onto 0.014 inch guidewire without issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16july2021. It was reported that difficulty tracking over the wire occurred. During preparation of a percutaneous coronary intervention (pci), and while outside the patient, a 20 x 3.50 promus premier select stent was selected for treatment, but the stent was unable to load onto the guidewire. It was noted that there were a couple of attempts to load onto the guidewire, but it was not successful. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be fine. However, the device returned and analysis revealed stent damage.